Event description:
On (B)(6) 2005, the pt was implanted with four gore excluder aaa endoprosthesis in treatment of an abdominal aortic aneurysm. Aneurysm growth of an unk amount reported. The physician chose to not intervene at this time.

Manufacturer narrative:
A review of the mfg records for these devices is in process.